Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis. Event log history was performed and indicated that 1720 error code was recorded in history. During analysis, the customer's reported problem was confirmed. The pump was found to be displaying "1720" error code message on power up during the investigation. Service recommended back up capacitor to be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed error code 1720. There was no patient involved.